Event description:
A falsely elevated ctni result of 5.05 ng/ml was obtained on a dimension analyzer. This result was reported to the physician. A result of 0.00 ng/ml was obtained on repeat analysis on another dimension analyzer. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated ctni result. Analysis of instrument data identified instrument issues.